Manufacturer narrative:
Csi (B)(4).

Event description:
Procedure notes were received from the facility and provided additional information not initially known. The target lesion was accessed using an xb 3.5 guide catheter, bmw guide wire and a 7fr introducer sheath. The bmw wire was exchanged for a csi viperwire and atherectomy was performed with the oad. It was noted that after the fifth run with the oad, the physician attempted to deliver a stent, but was unsuccessful. A sixth run was performed with the oad, but with no major lesion compliance change. The patient began complaining of chest pain and status declined. A perforation was noted and the physician initially deployed a balloon across it in order to resolve. No additional information was provided in the procedure notes that was not originally stated in the initial MDR.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. The device history record for this oad lot number was not reviewed as the lot number is unknown. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. A csi viperwire was advanced across the lesion and the csi oad was loaded onto it. The physician successfully completed five runs at low speed. Post-atherectomy angiography revealed a perforation. The oad was removed and the physician attempted to deliver a jostent coronary stent across the perforation, but was unsuccessful. The patient status declined and the patient coded. Emergency measures were taken and the patient was stabilized. A stent was able to be delivered, but the perforation still remained. Pericardiocentesis was performed, but additional complications occurred during the intervention. At this point, an impella device was delivered into the patient, but complications were noted at the access site. The patient was stabilized and transferred to the critical care unit (ccu), but expired in the ccu. Requests for additional information have been made, but none has yet been received.